Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used partial sensor (needle not returned) unable to confirm needle anomaly due to customer did not returned needle. Also inspected sensor flex for anomalies and none were found sensor passed per specification. Found sensor flex as whole. In summary, the customer complaint for needle anomaly could not be confirmed. The customer complaint of sensor flex was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor does not had needle and it was missing. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. Customer mentioned packaging reported as not sealed properly, misshaped, or sterile packaging and was not intact. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.